Event description:
It was reported the implantable neurostimulator (ins) came through the patient's skin when it got caught in a lounge chair. It was reported it could be seen starting to wear through the skin. A pocket revision was done to form a deeper pocket "around 2008." Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 377745, lot# j0555159v, implanted: 2005-(B)(6), explanted: 2013-(B)(6), product type lead. (B)(4).

Manufacturer narrative:
(B)(4).